Event description:
Device 1 of 2. Reference MFR. Report#:1627487-2017-08027. Follow up information identified the patient underwent a full scs system replacement. Postoperatively, effective therapy was restored.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#:1627487-2017-08027. It was reported the patient experienced ineffective stimulation on his left side target area in (B)(6) 2017. Impedance checks were all normal, and reprogramming attempts were unsuccessful. As a result, the patient may be awaiting scs system replacement.